Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute upper respiratory tract infection, diarrhea, menses irregular with excessive bleeding and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and adnexa uteri cyst ("bilateral para tubal cysts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery insertion procedure- the essure device was inserted through the working port of the hysteroscope into the ostium. There were 2 coils noted trailing into the cavity the same procedure was then performed on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, adnexa uteri cyst. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received:new events abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), bilateral para tubal cysts were added. Lot number, reporter, patient information, concomitant condition and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included acute upper respiratory tract infection, diarrhea, menses irregular with excessive bleeding, uterine bleeding, gastrointestinal disorder and asthma. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pollakiuria ("bladder or urinary problems or changes:increased frequency"), diarrhoea ("diarrhea") and gastrooesophageal reflux disease ("gerd"). In 2016, the patient experienced adnexa uteri cyst ("bilateral para tubal cysts/ bilateral 12 aratub al cysts") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:utis"). On an unknown date, the patient experienced swelling ("swelling of the uterus"). The patient was treated with omeprazole (prilosec) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, diarrhoea and gastrooesophageal reflux disease had resolved and the adnexa uteri cyst, pollakiuria, dysmenorrhoea, dyspareunia and swelling outcome was unknown. The reporter considered adnexa uteri cyst, diarrhoea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, pollakiuria, swelling, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery insertion procedure- the essure device was inserted through the working port of the hysteroscope into the ostium. There were 2 coils noted trailing into the cavity the same procedure was then performed on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Plaintiff demography added. Events added: utis, dysmenorrhea (cramping), dyspareunia, diarrhea, gerd, increased urinary frequency, swelling of the uterus. Outcome of events pain and bleeding were updated to recovered/ resolved. Historical drugs, treatment drug, concomitant condition, historical conditions and lab data were added. Fu 3 and 4 processed together. On 25-sep-2018: medical record received. Fu 3 and 4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute upper respiratory tract infection, diarrhea, menses irregular with excessive bleeding and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and adnexa uteri cyst ("bilateral para tubal cysts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery insertion procedure- the essure device was inserted through the working port of the hysteroscope into the ostium. There were 2 coils noted trailing into the cavity the same procedure was then performed on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.